Manufacturer narrative:
.

Event description:
A medtronic representative reported intermittent tracking during a transsphenoidal procedure. Using cranial software, the surgeon attempted 2 tracer registrations, both reported to have failed. Proceeded to use pointmerge and achieved a successful registration. Surgeon verified accuracy and stored an accuracy checkpoint that measured 1.0 when navigating back to that point. The patient was prepped and draped. Surgeon exposed the sinuses for approximately 20 minutes and attempted to navigate the passive planar blunt. The navigation was off by approximately 3cm; the frame did appear to be flush on the arm. The arm appeared to be tight and not allow movement. In trouble-shooting with a medtronic representative, the surgeon chose not to attempt to re-seat the cranial frame or to re-register the patient. The surgeon discontinued navigation to complete the procedure. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Patient weight unavailable from site at time of this report. No files have been received by manufacturer for evaluation. Software has not been evaluated as of the date of this report.

Manufacturer narrative:
Engineering analysis unable to determine the root cause of the problem since the registration accuracy was verified initially. Since the accuracy was verified post registration, archives will not provide useful information. Suspect the frame to patient relationship may have changed.